Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer was trying to change the battery after having a button issue and kept receiving a failed battery test alarm. Customer stated that when she tried to bolus, the numbers would keep scrolling. Customer reported that the act and esc buttons would not work. Customer's blood glucose was 309 mg/dl at the time of the incident. Customer corrected by taking an injection and eating crackers. Customer's blood glucose was 42 mg/dl 3 hours ago. Customer stated that not all buttons were working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer did not want to troubleshoot for a failed battery test.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened esc and act buttons dome switch. The insulin pump was unable to perform operating current test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.